Event description:
The customer reported that following a transducer disconnect inop, their intellivue multi measurement server (mms) took two to three minutes to alarm with this inop. There was no adverse patient impact resulting from the reported problem.

Manufacturer narrative:
The customer reported that their m3001a, multi-measurement server had a delayed (2 to 3 minutes) alarm/inop following a transducer disconnection. There was no adverse patient impact resulting from the reported problem, and the mms in question was replaced. The phillips investigator spoke with the customer on (B) (4) 2009. The biomedical engineer was unable to confirm the exact inop and was not sure of the type of transducer being used. The customer stated that this was a combative patient which had disconnected their equipment. When the charge nurse checked the log files, the disconnect showed at 4:28 (pm or am was not stated). The charge nurse then noticed the mms alarm/inop was two to three minutes off when viewing the log files. The log files were not saved by the charge nurse. The mms passed all testing after this report by the hospital staff. Per product labeling, the delay in the mms alarming is most consistent with the customer acknowledging the transducer disconnected inop, which erases the transducer's measurement and all related ones, then resetting the mms in order to take a new measurement. The mms passed all testing at the hospital, but the customer elected to replace the mms. The available information supports that the mms functioned as intended. No final communication was requested and none is warranted. No further investigation or action is warranted. (B) (4).